Manufacturer narrative:
(B)(4). The customer's report of a crack on the female luer was verified. Visual and microscopic inspection confirmed a crack on the female luer lock of the tri-port extension set. Functional testing of the returned set resulted in a leak on the luer. The sample was thoroughly evaluated by the manufacturing site, the component supplier, and an independent laboratory. The source of the cracks could not be identified. The root cause of the customer's report was not identified. The independent lab results will be shared with the supplier to evaluate potential areas for improvement. Results: inconclusive result. Conclusion: undetermined or unknown cause.

Event description:
Customer reported that upon opening packaging, they noticed on several sets that the hub on the open line of the set is cracked. Customer states that the sets are cracked when they come out of the package and have had nothing tightened on to them. There was no patient contact for this returned set. Customer stated that no additional event or patient information is available.